Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, char was observed at the tip of the catheter, no other physical damages were observed on the catheter. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the physician considered the amount of char to be excessive. It was initially reported by the customer that char noticed on the tip of the catheter at the end of the procedure. No alarm was given during the procedure. There was no patient consequence. The customer¿s initial report of char was not considered to be MDR reportable as char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. On 7-aug-2025, additional information was received indicating the nurse noticed the char at the end of the procedure while cleaning the sterile table. There were no error message and no issues related to temperature or flow on the catheter during the procedure. A smartablate generator was set to power 50w, low flow : 2ml ; high flow 15ml. The patient was anticoagulated, the physician aims an activated clotting time (act) of 350 and anticoagulation was maintained during the case. The physician also reported they considered the charring to be excessive and worried it might increase the risk of stroke to the patient, although no patient consequences are known to this day.